Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was two untreated episodes noted with this implantable cardioverter defibrillator (ICD). Moreover, there were an undersensed beats noted. Boston scientific technical services (ts) then discussed adjusting sensitivity and suggested measuring the signal amplitude on the programmer. Ts also discussed could consider going back to nominal duration settings. Further, the ts explained that the device would not divert twice in a row. The ICD remains in service. No adverse patient effects were reported.